Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable.

Event description:
It was reported that biomed had an arctic sun device that failed the fluid delivery line (fdl) test and when they ran calibration got an error 80 (water check time out ¿ unable to reach calibration temperature). They were rerunning it now and said they would call back if it failed again. Per follow-up information received on 31aug2022, no patient involvement as the event occurred during calibration. Biomed returned the call after rerunning calibration and stated it failed again. The mixing pump seems to have failed and so the device is coming in for repair. Per sample evaluation results received on 11oct2022, it was reported that other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed had an arctic sun device that failed the fluid delivery line (fdl) test and when they ran calibration got an error 80 (water check time out ¿ unable to reach calibration temperature). They were rerunning it now and said they would call back if it failed again. Per follow up information received on (B)(6) 2022, no patient involvement as the event occurred during calibration. Biomed returned call after rerunning calibration and stated it failed again. The mixing pump seems to have failed and so device is coming in for repair. Per sample evaluation results received on (B)(6) 2022, it was reported that other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing.